Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specifications and displacement test. No unexpected low battery alarm anomalies noted. No back light anomaly noted. No missing segments or partial display noted. Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No failed batt test anomaly noted. Device received with cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker, stained address/serial number label and broken belt clip slot. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the screen of insulin pump scratched up pretty bad and back light was pretty dim. Customer reported that screen was hard to read outdoor and received the rainbow effect. Customer stated that battery life had diminished, rejected new batteries and received a few no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.